Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a malfunction in the machine system. Patient was switched to another machine. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse verified the faults reported by the customer. The fse replaced the 5000 hr preventive maintenance kit. The unit passed all factory-specified performance and safety testing. The iabp was returned to the customer and cleared for clinical use.